Event description:
A coronary stent with delivery system was advanced toward the target lesion site in the left anterior descending artery. At a point proximal to the target lesion site, the stent embolized. The delivery system was withdrawn from the pt without complication. A snare device was utilized to retrieve the stent to the vascular access site where it embolized into the peripheral vasculature. Another stent was successfully placed at the target lesion site. There were no clinical sequelae reported relative to the event.